Manufacturer narrative:
This report was incorrectly submitted on 24. March.2016. In addition, update b3: date of event to 02/19/2016 and b4: date of this report to 02/29/2016 the patient had undergone an endoscopic procedure to retrieve the brush from the throat by forceps. Medications such as: gascon 2% 5 ml, xylocaine 2% 3 ml, anetocaine jelly 2% 10 ml, privina 0.05% 1 ml, xylocaine 4% 1 ml were prescribed at the time of the endoscopic procedure. The product associated with the incident is classified as non-sterile and single-use product. Investigation of the incident found that the dentist had routinely reuse the brushes after autoclaving them. Kavo dental system japan evaluated the product and found the brush corroded and had chipped notches. Product was not returned to the manufacturer for further investigation. To-date, the patient is reported to be doing well and no follow-up appointment is required. A review of the device history record (DHR) revealed that there were no deviations from the manufacturing process. 11 august 2025: resubmission of this report. The date of the report has been changed to 11 august 2025 with the initial submission date of 29 february 2016.

Event description:
A doctor's office alleged a patient had swallowed a hawe bristle nylon brush 835/50 int that came off from the handpiece during a teeth cleaning procedure. The patient had undergone an endoscopic procedure to retrieve the brush from the throat by forceps.